Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a no delivery alarm and high blood glucose level. The customer's blood glucose value was 414mg/dl at the time of the call. The customer declined to troubleshoot for high readings, but wanted assistance with the no delivery. Troubleshooting was performed and was able to clear the no delivery alarm. The product was not returned for analysis.